Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had disappearance of the blood pressure waveform (arterial pressure waveform loss). There was patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and conducted a sensor module test and a continuity test of the loc cable, but found no problems. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( initial reporter )

Event description:
N/a